Event description:
Customer notified baxter corporate product surveillance of one ce intermate lv167 in which the pharmacy observed a separation of the tubing from the luer end of the device. This was observed when the pharmacy department removed the product from the packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination confirmed the reported condition of a broken luer post. The root cause of the broken luer near the base of the stem was determined to be a manufacturing defect: no repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.